Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer reported no delivery during priming and bolus not delivered. The customer was concerned about the pump working properly. No further details reported. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.